Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab stating that the device yielded unexpected low potassium results compared to another sample drawn from patient. There was no reported patient impact. The lab previously ran controls and both levels were within range. The lab treated the patient with a potassium IV drip without confirming the result. The lab redrew the patient after approximately one hour of treatment and the potassium result was at the low end of the normal range indicating that the low potassium result was correct. The lab ran controls on the lot again approximately three months later and both levels were within range near the mean value. The lab received a replacement piccolo analyzer and has not experienced any further unexpected potassium results since. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer reported that the device yielded unexpected low potassium results compared to another sample drawn from patient.